Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that, the patient experienced insulin flow block alarm event on 15-oct-2024. Patient replaced infusion set and resumed insulin successfully. No further information available.